Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (400 mg/dl) with moderate ketones. Customer reported that pump or supplies was not the cause but could not provide a possible cause. Customer was treated with intravenous fluids to resolve the issue. Customer was discharged the following date with no permanent damage.